Event description:
It was reported via repair work order that auxiliary power outlet was not functioning due to a breaker being tripped. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.